Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
(B(4). Device evaluation: according to the initial report, the lens was cut in half and discarded. As the product does not return for the evaluation, the complaint cannot be confirmed and either a product deficiency can be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was explanted due to the patient seeing a diagonal line, x2 matching crease in iol (20/20 with line in vision). This was described as scratch on iol. At explant there was incision enlargement and sutures required, but no vitrectomy. The lens was cut in half and discarded. New lens implanted was the same model and diopter. The iol exchange was successful. It was also mentioned to allow about 3.5 months for neuroadaptation and to try dry eye treatments. No other information was provided.